Event description:
It was reported that during patient treatment with a thermax blood warmer, the patient blood was observed to "burn". The treatment was stopped and the curcuit was changed. There was no report of patient injury or medical intervention associated with this event. Additional information was unable to be obtained.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.